Event description:
The customer reported that both monitors went blank. No pt injury was reported.

Manufacturer narrative:
The ge svc rep reseated the display and ip pcb. He observed the touch screen error, ordered parts, and removed and replaced above listed parts. System functioned as intended.